Event description:
New information received indicated that the previous reported lead noise could not be reproduced. Patient is dependent, so during device upgrade, the lead was capped and replaced on (B)(6) 2017. Patient is stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that episodes of rv lead noise were observed during follow-up. The patient is dependent and was asymptomatic. Programming changes were recommended and will be made.